Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Visual analysis noted that the helix was damaged during analysis after the helix length was taken. The lead was damaged at implant. Product analysis noted the distal conductor was distorted and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the lead had high impedance in several positions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.